Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient had one extension replaced due to an open circuit noted on one contact that was being used in programming. The replacement of the extension took place in (B)(6) 2015. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.